Event description:
It was reported that during a sleeve gastrectomy procedure the surgeon was firing the device for the last firing with a blue cartridge. When he removed the device there was bleeding and he observed that the device cut the tissue but did not staple part of the cut line. He then over sewed the area with suture and completed the procedure to control the bleeding. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Only year and month known, assumed 1st day of month that complaint was reported additional information requested and received: on what tissue type was the device used? Stomach at what location on the tissue? Asku. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Asku. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? Asku. If so, which product? Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? Asku. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Device powered back in normal return. Was there any difficulty removing the device from the tissue? Asku.

Manufacturer narrative:
(B)(4). The analysis results showed that five cartridge reloads were received. The reloads were received in good visual condition and fully fired. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch: k59e30, manufacturing date:02/04/2013, product exp. Date:01/04/2018.